Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: complete device was returned and investigation found blood on introducer, dilator and sheath, but not on the filter. Marks were noted on the introducer tip and were probably caused by the filter hook. Also, the red locking mechanism was pressed, ie the system was unlocked and on the filter every secondary filter leg was out of shape. Based on these findings it is suggested that the filter was advanced through the sheath, but for some unknown reason the procedure was abandoned after the system was unlocked and the filter was pulled back all the way through the sheath valve. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. D4) catalog #: igtcfs-65-1-fem-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the celect introducer sheath was used inside the patient ivc and positioned, when the celect platinum delivery system was being moved to the sterile field, without touching any deployment buttons, the filter itself detached from the delivery sheath and fell on the ground. Then they removed the cook sheath and were able to complete the procedure using another filter by another vendor instead, because they did not have another cook femoral filter. Patient outcome: cook celect pt filter never made patient contact. There were no adverse effects on the patient due to this occurrence nor did this product cause any adverse events.